Event description:
The patient reported being hospitalized on (B)(6) 2025, due to hyperglycemia (blood glucose >500mg/dl) after wearing the pod since the day prior and was diagnosed with diabetic ketoacidosis. No additional information regarding treatment during the hospital stay was provided, but the patient confirmed they were discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.